Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and miniarc sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, mccall culdoplasty, cystoscopy, and anterior colporrhaphy. Following insertion, the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. It was also reported that the patient underwent partial removal of previous mesh due to erosion and the excision/destruction of multiple vulvar lesions on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).